Event description:
Reporter alleged the date on the blood gluose monitoring device strip vial is smeared. Reporter did not provide any other information relative to the alleged event. A request was made for the return of the suspect product and replacement product was sent.